Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was showing right ventricular (rv) channel myopotential noise, and the right atrial (ra) channel was showing non atrial activity within the blanking period. Technical services (ts) was consulted and recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported.